Event description:
Information received related to a trial conducted outside of the us reporting that the patient died three (3) days following stent implantation. The patient suffered a myocardial infarction and resuscitation was performed; however, the patient died.